Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. -manufacturing date: 13 september 2018 -repair history could not be confirmed because the product is destined for overseas. The exact cause of the reported event could not be conclusively determined. However, based on additional information, we speculate that: the cpu or mb is assumed to have accidentally failed. E117 errors will be notified of any malfunction of any of the following units/components is detected. -power supply unit -v / mb harness -v group -gpu group -cpu -mb if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the unspecified timing, the error e117 occurred and the front panel of the subject device was not worked. There was no report of patient injury associated with this event. The user replaced the subject device with another device and completed the procedure. Olympus china checked the subject device and found that the reported phenomenon was not duplicated. Additionally, the reported phenomenon did not occur in the hospital.